Event description:
It was reported the device showed a failure of the power system and that various functions could not be used. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the battery was defective, after replacing the battery by customer, device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the power failed during the self-test.